Manufacturer narrative:
The manufacturer has completed the investigation for a ventilator's internal battery failing to hold a charge. The ventilator was returned to the manufacturer for evaluation and the customer's complaint could not be confirmed or duplicated. The ventilator passed all testing and was found to operate and alarm as designed.

Event description:
The manufacturer received information alleging a ventilator's internal battery will not hold a charge. There was no harm or injury reported. The device has not yet been returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.